Manufacturer narrative:
B5: the patient survived explant. D6a and d6b: added explant and implant date.

Event description:
The patient survived explant.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support in a patient with ischemic cardiomyopathy, a small amount of purge fluid leakage was observed from the plastic component of the purge filter. Attempts were made to manage the leak by sealing the affected area; however, purge fluid accumulation continued to be observed between the purge filter and the connecting cable. Despite the observed leakage, purge pressure and purge flow rate remained stable, and the device continued to provide support. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
Additional information received stating the pump is still implanted.